Event description:
It was reported that during an interventional procedure in a left anterior descending coronary artery, a 2.0 x 12 mm mini trek otw balloon delivery catheter was prepared per instructions for use. The mini trek was advanced without resistance on an h. T. Supra core 35, 300 cm extra support guide wire. The balloon was inflated to 14 atmospheres to perform pre-dilatation and then the balloon was fully deflated. During removal the physician felt "snugness" between the mini trek and the guide wire. The mini trek balloon delivery catheter was removed and there was no adverse patient effect or no significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mini trek otw referenced is being filed under a separate medwatch report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.